Event description:
It was reported that the linx device was explanted from patient. No further information available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? Date of implant was (B)(6) 2021 by an outside general surgeon. What is the product code for the device that was removed? Lot #? I don't have any information about the product or lot number. It was a size 15 bead device. The surgeon was (B)(6) md. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies? The patient does not have any known metal allergies and has not been tested for any as far as I know. Is the patient currently taking currently taking steroids / immunization drugs? She is not taking steroids and immunotherapy. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? The patient had primary complaints of pain, bloating, and reflux. She had some mild dysphagia but not a primary symptom. She has gastroparesis and chronic intestinal dysmotility which were not diagnosed prior to linx placement. Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? According to the op note there was a crural repair performed at the time of the operation. No mesh was used during this surgery. What was the reason for removal of the linx device? Dysphagia was the reason for removing the device. This was refractory to steroids and dilation. At the time of removal, was the device found in the correct position/geometry at the time of removal? At time of removal the device was in good position and intact around the distal esophagus. Have the symptoms resolved since the device was explanted? After two weeks the patient reports feeling better with less dysphagia. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 3/24/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2022.